Event description:
It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv). Arv was 19.5ml and erv was 6.7ml. The patient was at the clinic for a refill. The health care provider read the pump logs and said the pump was stopped and refilled 2 days prior to the day of the report. The patient reported that the pump was not updated and there was no refill performed. The pump was not interrogated. The hcp planned to perform a roller study and dye study. An update was performed on (B)(6) and the health care provider verified that they programmed a dose increase that day. The hcp was not able to aspirate and do a dye study. A rotor study was done and all was "fine." It was also reported that the patient experienced increased pain; the patient had cancer and it was progressing. It was noted that the patient was not sure if they wanted a catheter revision. The patient admitted to hospice. The pump delivered morphine.

Manufacturer narrative:
Concomitant medical products: catheter: model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. Catheter: model # 8591, lot # d14210, implanted on: (B)(6) 2012, explanted on: unknown. Catheter: model # 8591, lot # d17303, implanted on: (B)(6) 2012, explanted on: unknown. 8835 personal therapy manager: serial # (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).